Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was not impacted. Multiple infusion set site changes were performed and the occlusion alarms continued. A system check was performed and the cartridge was found to have cracks at the bottom. No damage was observed to the cannula.